Event description:
It was reported that during testing conducted at the manufacturer facility the device was not running in the correct mode; it was running in reverse when in forward mode. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported event of the handpiece running in reverse when in forward mode was confirmed by a manufacturer repair technician through functional evaluation. Upon disassembly, a faulty e-box was found, which is the probable cuase of the reported event.